Manufacturer narrative:
Complaint conclusion: it was reported by the hospital contact that the entire coil (637hf0310/15926652) frayed at the entrance of the microcatheter (details unknown). The doctor used another unit (details unknown) to complete the procedure. No further information was provided. The device was returned on 12/30/2015. A non-sterile orbit helical fill 3x10 was received coiled inside of a plastic bag. The hypotube was inspected, and no damages were noted on it. The introducer was received zipped, and no damages were noted on it. The support coil, gripper and part of the embolic coil were found inside of the introducer. The rest of the embolic coil was found outside of the introducer, and it was found stretched/kinked. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, while the embolic coil was found stretched/kinked in knot condition. A review of the manufacturing documentation associated with this lot 15926652 presented no issues during the manufacturing process that can be related to the reported complaint. The reported coil damage was confirmed, and the cause of the stretched/kinked condition noted on the embolic coil were apparently caused by applying excessive force on the device, but it could not be conclusively determined. However, this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. It was previously reported that the device would not be returned; however, the device was returned on 12/30/2015.

Manufacturer narrative:
This MDR is being submitted to report the UDI number, since this information was not required when this complaint was initially received. (B)(4).

Event description:
It was reported by the hospital contact that the entire coil (637hf0310/15926652) frayed at the entrance of the micro catheter (details unknown). The doctor used another unit (details unknown) to complete the procedure. The product will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: micro catheter (details unknown). Another coil (details unknown).

Manufacturer narrative:
It was reported by the hospital contact that the entire coil ((B)(4)) frayed at the entrance of the micro catheter (details unknown). The doctor used another unit (details unknown) to complete the procedure. The product will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.